Manufacturer narrative:
Product analysis: analysis noted that the lower part of the display has several missing lines, the display is defective. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.